Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.

Manufacturer narrative:
The initial information received alleged a fatal cardiac event. However, additional information received alleged that the patient experienced respiratory failure, which is alleged to have been caused by the product administered to the patient for dialysis treatment. Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event. Associated manufacturer report numbers: 1225714-2014-10364 and 1225714-2014-10365.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired after the use of the product.